Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. On an unreported date, the patient used poor aseptic technique further described as not wearing a mask, not wearing gloves, and having a touch contamination while performing pd therapy. The patient was diagnosed with bacterial peritonitis and was hospitalized on the same day. The patient was treated with vancomycin (dose, route, and frequency unknown). Three days after being admitted, the patient was discharged from the hospital. The nurse stated that they have spoken to the patient regarding getting re-trained in proper aseptic procedures for pd therapy, however, did not state whether the re-training had been performed yet. At time of the report the patient was recovering from the peritonitis and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.